Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery with a note indicating that an infection had occurred 5 years ago. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.